Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was tested negative by olympus; therefore the user request is not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The instructions for use (IFU) states the following: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.